Manufacturer narrative:
No product will be returned for eval.

Event description:
On 08/15/2009 the pt reported she has experienced elevated blood glucose in the mornings. No other info was given. On follow up with the pt four days later, she stated she had elevated readings throughout the day. She stated her blood glucose will be "great" when she rises at 5:30am, but by 6:30am, her readings will elevate to the 200-300 mg/dl and yesterday, she said it was 474 mg/dl. She said, she treated her readings by taking 15 units of insulin via her infusion device and 15 units of insulin via injection. She changes her infusion headset every 3-4 days and has never changed her adapter. She was advised to change the adapter every 10th cartridge change. She changes her cartridge every 2-2.5 weeks and was advised to change it every 6 days. She allows her refrigerated insulin to sit out for 10 minutes prior to inserting it into her device. She stated, she has a small air bubble in the cartridge which she can not prime out as she is at work. She said, she is under a lot of stress and has other changes to her body. The pt was educated on proper site rotation and a courtesy guide to infusion site management was sent, along with a new battery key, battery covers, and adapters. Further attempts to follow up were unsuccessful. No product will be returned for eval.